Event description:
It was reported that there was an atrial lead warning. The bipolar impedance had decreased from 600 to 200 ohms. The unipolar impedence was 295 ohms. The device was reprogrammed to unipolar. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.